Event description:
It was reported that the patient went into asystole. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture and then positioned the was in the laa of the patient. While removing the pigtail wire to replace with the pigtail guide catheter the patient went into asystole. The patient was given medication and CPR was performed before the event was resolved. The procedure was continued and successfully competed with the closure device implanted in the laa of the patient. There were no other complications that were reported to have occurred and the patient is expected to make a full recovery.